Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A synergy¿ drug eluting stent was advanced to treat the lesion; however, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.